Event description:
It was reported that the lead exhibited greater than 2000 ohms impedance in bipolar, and failure to capture or sense in bipolar and unipolar. The unipolar impedance was in range. It was noted that the patient was not pacemaker dependent. The lead polarity was changed to unipolar and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.